Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that after wearing the pod on the arm between 49 and 71 hours, the site was warm, painful, infected, purulent and the blood glucose (bg) levels rose up to 400 mg/dl. The patient is a surgeon himself, visited the emergency room (ER) where he works at, prescribed himself antibiotics (penicilin) for 3 days which did not work, then switched to (amoclav) twice a day and his spouse who is also a doctor, cut the site open drained, disinfect and covered with bandages.